Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not communicating. A technical support applied knowledge article 000007152 "manual recovery required - datasyncinvaliduploadchangetrackingvalue" and fixed the manual recovery process to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6) hospital.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not communicating. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.